Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while he was trying to change the infusion set, he noticed the insulin pump's keypad froze. He changed the battery trying to reset the insulin pump but the customer received a battery out limit alarm that he was unable to clear. The act button was unresponsive. Customer's blood glucose level was 430 mg/dl. He took a manual injection to treat his blood glucose level. The customer was in the hospital because he had neck and back surgery. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for several days and no unexpected frozen display was noted. The pump passed all functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart error test, and off no power test. No unexpected battery out limit alarm was noted. No unexpected clear anomalies were noted. The pump was received with intermittent button response due to a flattened express esc and act button dome switch. No unlocked lcd keypad connector was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.